Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 459 mg/dl. The customer treated with manual injections. The customer stated that the no delivery might be due to high readings. The customer did a manual bolus and while disconnected, the drops seem smaller than normal. The customer stated that the pump was not exposed to an MRI. The customer was advised to do a self-test to make sure that the pump is working. The customer was advised to monitor the pump.